Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure after successful valve deployment and removal of the rf3 sheath, a dissection was noticed in the right common iliac. An 60mm self-expanding stent was placed from the common iliac bifurcation to the proximal external iliac without incident. Per report, the access vessel calcification and tortuosity were described as mild. The patient's vessels were >8mm throughout the right common femoral and iliac system, except for one tight focal lesion in the right common iliac (<6mm). This lesion was pre-dilated with a 10mm angioplasty balloon before the dilators were introduced. There was no difficulty during insertion or removal of the dilators or sheath. It is believed that the pre-dilation with the angioplasty balloon created the dissection.

Event description:
A 10x80mm stent was placed from the common iliac bifurcation to the proximal external iliac without incident.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. In this case, per report, the access vessel diameter was adequate >8mm, however there was one tight focal lesion in the right common iliac (dissection site) measuring <6mm in diameter. This lesion was pre-dilated with a 10mm angioplasty balloon before the dilators were introduced. It is believed that the pre-dilation with the angioplasty balloon created the dissection. A device history record (DHR) review for the sheath was performed and all manufacturer's specifications were met prior to release for distribution. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Manufacturer narrative:
The treatment (stent) for the dissection was corrected.